Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the sample probe 1 mixer due to failing tests. Precision testing was run, resulting within range. The cause of the discordant, falsely low magnesium results is a sample probe 1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher each repeat. The samples were also tested on alternate instrument, resulting as expected. The customer did not provide results obtained on the alternate instrument. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.